Manufacturer narrative:
The device is expected to return to the manufacturer for investigation, however, it has not been received.

Event description:
The event involved a spiros device that was found to be leaking at the connection point to the 5-fluorouracil bottle. There was a patient involved, however, no one was harmed as a result of the event. This report captures the third of 3 incidents.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was provided and evaluated. The photo shows one (1) ch2000s spinning spiros connected to a baxter elastomeric pump at the female luer end of the sprios. No clear leakage from the spiros is visible in the photograph. The DHR for lot 4090439 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed.

Manufacturer narrative:
Additional MFR narrative: one (1) used ch2000s, spinning spiros (lot# 4090439) connected to one (1) used partial elastomeric infusion pump with a clamp and one (1) used ch2000s, spinning spiros (lot# 4090439) connected to one (1) used connector and partial extension set from an unknown manufacturer were received and visually inspected on (B)(6) 2019. As received, the spin feature on both spiros was activated in the rotational direction. No damage or anomalies were identified on the ch2000s devices. Both spinning spiros were disconnected from the returned mating devices and hydrostatic pressure leak tested according to product performance specifications. No leakage was identified. The complaint could not be confirmed. The reported leakage could not be replicated however, such leakage can occur due to misuse of the spiros when used with elastomeric pumps.